Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and changes in morphology causing the therapy. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was brought in for system testing and minimal noise was able to be reproduced. The s-ICD was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and changes in morphology causing the therapy. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.